Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The download data shows the device generated an 0x40 alarm as well as a drive stall at the last few pulses, indicating rotational sensor maximum open count exceeded. Fluid contamination was observed on the commutator cap and the pcb. The contamination on the commutator cap prevented the rotational sensor assembly from detecting the transition to open, resulting in the device alarming. The batteries were measured, and it was observed that these have insufficient power. The cause for this could be traced back to presence of fluid inside the device. The shelf mode current of the pcb was measured within specification. A leak test was performed during investigation and a leak was observed on the exposed portion of the soft cannula. No internal leaks were observed during the investigation. The source of the fluid contamination could not be determined. The timing and cause of the cannula damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.